Event description:
Medtronic received a report that the pipeline tip was damaged. It was reported that the physician wanted to shape the tip coil. So on the back table they attempted to shape the tip. During the shaping the tip was damaged. Device was removed from sterile field and a new device was selected and implanted without incident. The pipeline was not used for an indication that is not approved (off-label). The pipeline and any accessory devices were not prepared as indicated in the IFU.

Manufacturer narrative:
The event is reported at this time based on analysis results which indicated a reportable event. Product analysis: equipment used: vis (m-81805), 203cm ruler (m-83360) as found condition: the phenom 27 catheter was returned for analysis within a shipping box and within an opened pipeline flex outer carton (b198085). Visual inspection/damage location details: no damage was found with the phenom 27 catheter hub. However, upon microscopic inspection, the pipeline flex braid was found within the catheter hub. No bends or kinks were found with the phenom 27 catheter body. No damages were found with the phenom 27 distal marker/tip. The phenom 27 catheter was dissected (cut) and the pipeline flex braid with the ptfe sleeves and tip coil were removed. The pusher was found broken proximal to the ptfe sleeves. The ptfe sleeves and tip coil were found damaged. Testing/analysis: the pipeline flex pusher distal core wire was sent out for sem (scanning electron micrographic) failure analysis. Per the analysis report, the wire failed via torsional overload. Conclusion: based on the device analysis and reported information, the customer¿s ¿pushwire kink/damage¿ report was confirmed as the tip coil was found damaged. It is likely some damage occurred during the tip shaping process. Regarding the broken pipeline flex pusher distal core wire, the investigation determined that this event was similar to an event that had already been investigated, and another investigation is not necessary. Based on the formal investigation, pusher separation can occur due to certain use conditions such as excessive force and patient vessel tortuosity. As the core wire failed via torsional overload it is likely some excessive force was used. If information is provided in the future, a supplemental report will be issued.